Event description:
Customer reported unexpected negative reactions with all the fy (a+) cells of capture-r ready-ID when testing a patient with a history of anti-fya. Repeat testing was performed using a 30 minute incubation and weak reactivity was observed with cells 5 & 9. Repeat testing performed was also performed by incubating for 20 minutes with capture-r ready-ID, lot id073, 3+ reactivity was observed with all fy (a+) cells.

Manufacturer narrative:
Product and customer sample were returned for investigation testing; the paperwork sent with the sample stated that anti-k was also present in the sample. Confirmed the presence of the fya antigen on returned and retention capture-r ready-ID (crrid), lot id075. The customer's sample was tested with returned crrid, lot id075. The customer's sample was tested with returned crrid, lot id075, the sample exhibited strong reactivity with cell #2 [k+; fy (a+b+)], and was nonreactive with other fy (a+) cells tested. Manual tube testing was performed with customer's sample using panoscreen, lot 37441 using immuadd as the potentiator. At the antiglobulin phase, the sample exhibited weak to moderate reactivity with cell iii [k+; fy (a-b+)], and very weak reactivity with cell I [k-; fy(a+b-)] and cell ii [k-; fy (a+b-)]. The event appears to be related to the nature of the sample. The limitations section of the package insert for capture-r ready -ID states "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."